Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 lead explanted. Upon receipt, the lead under complaint was found cut 12 cm distal to the df4 connector pin. The proximal and the distal fragment were received for analysis. The medial fragment (approximately 6 cm length) was not returned for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple signs of abrasion along the returned lead fragments. In particular the distal end region of the distal fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that there is noise on the rv and ff channels that led to inappropriate shocks. Lead remains implanted. Should additional information become available, this file will be updated.